Manufacturer narrative:
H6: for privacy reasons, section e1, first name and e1, last name, shall state na as the initial reporter was the patient's spouse. Section e, establishment name and address, reflects the distributor that provided the device and has been providing ongoing respiratory care/support to the patient. Section h6, health effect - clinical code, currently states e2401 (insufficient information) but should actually state e2348 (abnormal mucus discharge). Due to a technical issue, ventec was unable to add the appropriate level 2 term in h6. Ventec has reviewed the emailed statement that was provided by the patient's spouse. With regards to the bacterial filter and reported high pressure alarm, the vocsn clinical and technical manual advises the following: [pg. 167] "the external bacterial filter is intended for single-patient use. Replace the external bacterial filter between patient uses, whenever it becomes soiled or damaged, or every 30 days (at a minimum). Follow your healthcare institution¿s protocol for replacement criteria." [Pg.184] "high pressure activates when the monitored airway pressure exceeds the set high pressure alarm limit for more than the number of consecutive breaths set with the high-pressure delay control. Ensure the high-pressure alarm is set appropriately for the patient as their condition changes (for example, through sneezes, coughs, and/or yawns). Check for blockages or obstructions in the circuit and patient airway. (For example, saturated or clogged hme or bacterial filters, in-line suction catheters, or patient secretions during volume ventilation.) If the problem persists, replace the patient circuit." Regarding the use of third-party sunset ventilator circuits, the vocsn clinical and technical manual advises the following: [pg. 24] "ventec one-circuit setup vocsn was designed for use with active, passive, valveless, or mouthpiece ventec one-circuits. Do not use third-party patient circuits with vocsn. Assemble ventec one-circuits and ventec one-circuit accessories using the procedures and sequences depicted in this manual." The investigation determined that a soiled or damaged bacterial filter, as well as the use of third-party ventilator circuits, could result in the reported high-pressure alarms that the patient experienced. The device has not been returned to ventec for an evaluation. Ventec has reached out to the distributor in an effort to provide feedback regarding the reported event, as well as find out if they had any additional information or performed an investigation of their own. Ventec has not received a response. Based on the information available, the cause of the reported issue could not be conclusively determined.

Event description:
The following patient event was reported to ventec via email by the patient's spouse: "my husband is an als patient, he was on a trilogy evo before, which [redacted] had provided. We had all kinds of problems, high respiratory rate, later high pressure rate, which the respiratorist could not explain. Though he did well on ventilators from hospitals or transport companies. I found out the manufacturer had asked them to download the data, they first refused, then did it, but refused to send the data to phillips until I found out that ventilator had been recalled 3 months before. But [redacted] had never informed us. Only a test on the trilogy evo in the hospital showed the problems and we got the vocsn. We had a prescription for the multifunctional vocsn, but [redacted] refused to order that. It would have made our life so much easier, since ambulances are not trained on ventilators and they drop him off at the next hospital for a few weeks my husband did well, then the high pressure alarm started coming on more and more often. I checked the circuit for condense water, suctioned him in the tube around the tube, changed the cannula, controlled the cuff. I could not find a reason, neither could the respiratorist, but she mentioned the alarm was set at 40. I had learned that over 35 there could be damage done to his lungs. So I told her the noise is annoying, but I want to be warned before there might be a risk to his lungs. She lowered the threshold to 35 and told me she wanted to get more information. I did not hear back. My husband was in the hospital again, no problems with the hospital ventilator, but back home the high pressure alarm was on every 2 minutes. When I complained to [redacted], they countered that I had asked them to lower the threshold. He was discharged from one hospital and is back in another. In the first one, he had excessive amounts of mucus. I was angry with the staff, thought they were too lazy to suction him, but at home there was barely any, even after I had used the cough assist. I feared he might have a mucus plug. Same situation he did well on the hospital ventilator. Then they put him on his home ventilator and one doctor compared the waves, he saw an interruption on the vocsn and believed a sensor may not be working. [Redacted]'s respiratorist denies that. I want my husband to be safe and my experience with [redacted] lets me doubt that they are telling the truth. Especially after they had told me they had not changed anything on the ventilator and they had turned the sound off or low, but the log shows alarms, no longer that often but they are there. I get sunset circuits, which I change every sunday, but for months I did not get any bacterial filter for the circuit. Is there any other which might have caused that ongoing high pressure?" There was patient involvement associated with the reported event. The reporter stated that the patient was hospitalized, however, it was unclear if he was hospitalized due to the device use or for other medical reasons. No further details were provided.